Event description:
A customer reported an issue related to updating time, personal profile, or biq/ciq settings, including sleep schedules. The customer's blood glucose level was recorded at 596 mg/dl, which is above the normal range. To address the elevated level, the customer administered a correction bolus via the pump without requiring any third-party assistance. Additionally, technical support assisted the customer in updating carb ratio and correction factor settings, advising them to consult with their healthcare provider after making such changes. The customer understood and acknowledged this guidance.